Manufacturer narrative:
The impella device was not received from the customer; therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
The complainant reported a patient was implanted with an impella device for mechanical circulatory support. During support, the patient's platelets were noted to be 18 post removal. The patient was not on heparin drip but did receive heparin in the operating room (or). Heparin-induced thrombocytopenia (hit) sample sent but no results available. Additionally patient experienced extensive post-op bleeding requiring multiple transfusions. Overnight the patient began having what appeared to be position related suction alarms after waking up and coughing/fighting against the ventilator. Shortly after this episode the motor current went flat and flows were reduced for given p-level (around 1.5-1.8 on p-4). Local team was contacted by bedside nursing staff and recommendation given to obtain stat echocardiogram. Of note, the motor current was flat and there still appeared to be an appropriate placement signal w/ lower diastolic pressures (patient has had low diastolic pressures both on aortic (ao) placement signal/on bedside arterial line) and a left ventricle (lv) waveform (it was separated from the ao). At this time the console was not alarming impella in the ventricle or impella in the aorta. The results of the echocardiogram did show the impella was across the aortic valve but was close to the mitral valve. The outflow did not appear to be in the ventricle. Echocardiogram windows were difficult to obtain given recent operation and open chest. The physician was notified by nursing staff and came to bedside. The physician ordered for the device to be lowered to p2 at which time the console began alarming ¿impella in aorta¿ despite unchanged position on echocardiogram. Additionally, ao placement signal was unchanged. Given the reduced flow and frequent suction alarms the physician opted to explant the impella at the bedside. The physician did not wish to attempt to optimize position. Patient was prepped and draped; the graft site was exposed. The impella was turned off and explanted entirely from the body. The physician obtained hemostasis of the graft and closed in the usual fashion.

Manufacturer narrative:
Investigation summary: low or blocked pump flow: based on the finding of unclassified biological material on returned product that reproduced low flows and the low motor current modulation and flows noted in data logs, the cause of the low pump flows was determined to most likely be a result of unclassified biomaterial. False alarm: based on the finding of biological material on returned product and no other abnormalities noted in data logs, the cause of the false positioning alarm was determined to most likely be due to unclassified biomaterial. Device in wrong position: since insufficient clinical details were provided and returned product did not exhibit any abnormalities, the cause of the device in wrong position could not be determined. Thrombocytopenia: the cause of the injury was not determined due to insufficient clinical details. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
E1 added initial reporter information they were omitted from the initial report that was submitted. H6 medical device problem code a0709 is no longer appliable to this report and was updated to a160105. The impella device was returned, and an evaluation is underway. Upon completion of the investigation, a supplemental report will be filed. D9 was updated.